Event description:
Blisters were noticed approximately 1 hour post thermage treatment, but were not reported until (B)(6). The exact location of injury is the left cheek, left preauricular area, left chin, and the left neck. The nature of the injury are second and third degree burns. Tumescent anesthesia was injected into one of the areas of treatment that were burned but was not injected in other areas of treatment that were burned. The patient did not want this in her neck because of concern it would hurt. The facility used tumescent anesthesia as the patient reported general discomfort/pain intolerance or sensitivity but wanted to try the treatment. Secondary intervention was required to treat this event. The patient is being treated privately by a wound care provider and plastic surgeon. The patient''s current status is continued pain and wounds in various states of healing. Keloid scarring in the affected areas of the face and neck is expected. Patient is undergoing hyperbaric wound therapy treatments, topicals as prescribed by wound care and plastic surgeon. No other treatments (besides thermage) were being performed in same area where symptoms were reported. This is the only treatment that day or in close proximity to the injury. The patient did not have any other treatment during the 30 previous days. It is unknown what rep or range of reps/sites the incident occurred. The highest energy level used was a 3. No system errors occurred, nor was anything out of the ordinary noticed during treatment. Solta medical croygen and coupling fluid used during this treatment. Approximately 50 milliliters of coupling fluid were used during the treatment. It was used all over face and neck. The treatment tip surface was inspected prior to use and nothing was noted. The tip was not re-inspected during the treatment. This was the first time this treatment tip was used.

Manufacturer narrative:
It was reported no system errors or anything out of the ordinary occurred during treatment. No tip was returned for the evaluation. The treatment datacard log was returned for evaluation. Evaluation showed the following errors occurred during treatment: quantity - error ID - description - percent of reps; 13 - ec78c - err_treatment_tip_temp_high - 1.44%; 2 - ec78e - err_force_before_activation - 0.22%. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, the customers need to intervene to proceed. Based on the evaluation of the data, the system and hp perform as expected. The user will want to verify proper treatment technique, position and orientation (with adequate coupling fluid and equal tip to skin contact and pressure). Cryogen appeared to be flowing during the treatment. The tip to warm error happened primarily due to handpiece orientation, all tip thermistors responded as the user changed handpiece position, with cryogen cooling thermistors accordingly. The product evaluation did not confirm the failure mode. The patient should never be placed under anesthetics during thermage flx treatment. The patient must be alert and provide required feedback during treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the operator in determining safe and effective treatment levels. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient. According to thermage flx system user manual (p009418-04 rev. A) burns are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Datalogs confirmed the system and handpiece perform as expected. It was reported the patient was provided lidocaine anesthetics. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The log files were reviewed. Based on the evaluation of the data, the system and handpiece performed as expected. The user will want to verify proper treatment technique, position and orientation (with adequate coupling fluid and equal tip to skin contact and pressure). Cryogen appeared to be flowing during the treatment. The tip too warm message happened primarily due to handpiece orientation; all tip thermistors responded as the user changed handpiece position, with cryogen cooling thermistors accordingly. The investigation is underway.

Event description:
Customer reported that a patient was burned on the cheek and neck during thermage treatment. The investigation is ongoing and information will be supplied as it becomes available.

Event description:
Additional information was received and reviewed. It was reported that the patient experienced acute thermal burn injuries that resulted in erythematous, hyperpigmented hypertrophic and atrophic scars. The patient reported pain during the procedure and immediate post-operative bullae (blisters) were seen. The patient received hyperbaric chamber oxygen therapy for two weeks; however, due to adverse events to her ears she had to stop therapy. In addition, the patient used pimecrolimus topical cream, salicylic acid, triamcinolone acetonide injections, silicone compression and micropore tape with minimal improvements. The patient also received early intervention laser therapy with the intent to help mitigate further scar formation. The report noted that the treatment may improve but not resolve these injuries. In addition, due to the event, the patient reportedly sought psychiatric help for post-traumatic stress disorder with medications. Available pictures were also sent received and reviewed by the medical reviewer. Multiple pictures showing burned area on one side of the face and the neck on different dates after the procedure. A picture from june 25, 2021, shows multiple scars on one side of the face and upper neck areas. Pictures labeled june 13, 2023, shows improvement; however, erythema and scars are visible.

Manufacturer narrative:
The conclusions from the previous report submission remain unchanged. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.